Manufacturer narrative:
(B)(4). Event date: (B)(6) 2018. Therapy date: (B)(6) 2018. Concomitant medical products: lcck nexgen articular surface catalog # 00599404212 lot # 62835397. Stem extension straight 15mm dia x 30mm length(combined length 75mm) catalog # 00598801215 lot # 63621827, nexgen stem extension catalog # 00598801215 lot # 63585448, nexgen all poly patella catalog # 00597206635 lot # 63550445, nexgen femoral component catalog # 00599401791 lot # 63560566. Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 01822565 - 2018 - 02288.

Event description:
It was reported that the device screw fractured inside the tibial baseplate prosthesis. The surgeon requested a new implant for the patient. No revision has occurred.

Manufacturer narrative:
Upon further assessment of the additional information received, it was determined that this event is not reportable as the surgeon stated the fracture of the implant was a result of the patient's traumatic event. The implant was not at fault. The initial report was forwarded in error and should be voided.